Event description:
It was reported an asymptomatic patient presented in clinic for follow up showing non-sustained lead noise episode due to post-paced t-wave oversensing. The patient did not receive therapy during oversensing. Device was reprogrammed and remains implanted.